Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 244 mg/dl. . The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer received 2 motor errors in the alarm history. The customer stated she rewind the device and go through the motion and it works for a bit and then when into motor error again. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The pump was unable to prime during the prime test and gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the excessive no delivery alarm test due to the motor error alarm anomaly. The motor passed the motor test. The pump had minor scratches on the lcd window, a cracked case near the display window corners, a cracked reservoir tube lip, a cracked reservoir tube, a missing end cap sticker, and a cracked reservoir tube window.